Event description:
The complainant suspected a patient exhibiting signs of hemolysis during impella support. As treatment, haptoglobin was delivered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.